Event description:
A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during an unnamed procedure on an unknown date, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required.". The customer later indicated "they have never had to treat any burns because of this" and ¿I would say a first degree burn¿. There was no reported medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during an unnamed procedure on an unknown date, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required.". The customer later indicated "they have never had to treat any burns because of this" and ¿I would say a first degree burn¿. There was no reported medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrections: brand name has been corrected in section d.1; manufacturer narrative has been corrected, as the complaint history is now based on reports of burnt/melt/charred product rather than a 1st degree burn to patient as previously reported. Corrected manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. The IFU also warns that if using a disposable needle electrode do not exceed 30 watts during use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Additional information: this report was initially raised on the basis of a 1st degree burn to a patient; it is now based on a report of burnt/melt/charred product, due to additional information from the surgeon, who now states: "the skin is not burnt! ¿ the epidermis ¿ is incised to expose mid to deep dermis. Then cautery used either on cut or blend to enter subcutaneous tissue to control bleeding as I enter the subcutaneous space. ¿ ¿skin¿ is not burnt but to control the subdermal vesssels the base of areas of dermis is cauterized. The deep dermis is pierced with the electrocautery. This controls bleeding.". Additionally, the surgeon has identified the system 2450 as a concomitant device, and indicated use of the following power settings: "for tucks 70-80 settings on the blue dial under blend on the cautery suction unit. And 20 yellow dial on cut. For a mastopexy 50 cautery and 20 cut". This exceeds the warning issued in the instructions for use: "do not exceed 30 watts during use". The 60-2450-120, system 2450, 120v has been added as a concomitant device; there are no allegations against it. A sales representative reported on behalf of a customer that the 138105, elec.ndle.std.extended insul. Device was being used during an unnamed procedure on an unknown date, and ¿the shorter cautery tips and will start smelling of melting plastic with the cut but tends to start fraying when using the coag button.¿. Follow-up assessment found that "the device does fragment during each surgery and falls into the surgical site. All fragments are retrieved using pick ups during surgery. On some surgeries the skin has been burned as the frayed plastic is cut due to obstructing the surgeons view and the metal tip is then exposed. No medical/surgical intervention or extended hospitalization was required." The customer later indicated "they have never had to treat any burns because of this" and ¿I would say a first degree burn¿. There was no reported medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.